Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 543 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), back pain ("back pain"), asthenia ("dont feel like my energetic, clear self anymore") and thinking abnormal ("dont feel like my energetic, clear self anymore"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (to removed essure coil/bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered asthenia, back pain, headache, medical device removal and thinking abnormal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2013, however it was entered in argus as (B)(6) 2013 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2015, however it was entered in argus as (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated from (B)(6) 2013 to (B)(6) 2013, essure's date explanted updated from (B)(6) 2015 to (B)(6) 2015, medical device removal's onset date updated from (B)(6) 2015 to (B)(6) 2015. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of attempted insertion of essure, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 33-year-old female patient who had essure inserted. The patient had a medical history of hypertension, obesity, parity 1, gravida I and cardiovascular disease, unspecified. The patient had a family history of diabetes, heart disease, unspecified and stroke. Concurrent conditions were listed as sleep apnea, allergic rhinitis, mixed hyperlipidemia, migraine, hepatic enzyme, depression, aching (l) knee, thyroid disorder, syncope, fatigue, abnormal uterine bleeding, thyroid disorder, migraine, headache, ovarian cyst, anxiety, anemia, abnormal uterine bleeding, uterine fibroid and menorrhagia. Concomitant products included mirena (levonorgestrel) and aygestin (norethisterone acetate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noticed: insertion and removal date reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.46 kg/sqm. [Gynaecological examination] (date unknown): enlarged, globular uterus with irregular contour of approximately 13w size. Normal adnexa. Filmy adhesive disease from rectum to right posterior uterus and uterosacral ligament. Small implant of endometriosis of right anterior broad ligament. Upper abdominal exam notable for significant hepatic steatosis [pathology test] on (B)(6) 2022: non-proliferative endometrium with breakdown, no evidence of atypia or malignancy; (date unknown): final diagnoses: uterus, cervix, bilateral fallopian tubes, hysterectomy, salpingectomies - cervical squamous mucosa negative for squamous intraepithelial lesion. - benign endocervical glands and stroma. - inactive/weakly proliferative endometrium, negative for atypia. - myometrium involved by benign leiomyomas. - fallopian tubes (2) without significant histopathologic abnormality. - negative for malignancy. Specimen: uterus, cervix, bilateral tubes clinical history: menorrhagia with regular cycle/fibroid uterine weight: 423 grams gross description: uterus is bivalved. The myometrium is red-brown and trabeculated and ranges from 2.1 3.5 cm in thickness. On the anterior cut surface there is whorled lesion measuring 1.8 cm in greatest dimension containing an implanted silver metallic flexible coil [ultrasound scan] on (B)(6) 2011: clinical data: no iud strings on pelvic exam. Vaginal discharge; on (B)(6) 2019: 2.5 x 2.1 x 1.8 cm hemorrhagic cyst versus endometrioma; on (B)(6) 2021: uterus 12.4 x 8.0 x 9.3cm. Right body/fundal fibroid 5.9 x 6.4 x 6.9cm. Normal bilateral ovaries, no free fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Lab data including surgical pathology report added. Medical history, concomitant conditions were added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.